Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion alert. Boston scientific technical services (ts) requested a report to perform the data analysis. Additional information was received indicating that this device was explanted and replaced. The device is not expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion alert. Boston scientific technical services (ts) requested a report to perform the data analysis. The device remains in service. No adverse patient effects were reported.